Event description:
As reported by the user facility: brief inquiry description air in line alarm detailed inquiry description pump alarming, responded to alarm. Air noted in tubing from bag to pump. Tubing from bag to pump completely dry with approximately 30-40 ml chemo still remaining in bag. Loop priming done with 23 ml primed back into bag in order to complete infusion. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. (B)(4) retains were tested per specification and passed internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.